Manufacturer narrative:
Preliminary analysis did not reveal any irregularities regarding the subject device.

Event description:
Reportedly during the re-intervention dated (B)(6) 2016, the physician tried to implant a pacemaker and a lead from the competition. After positioning the lead, electrical measurements performed with a pacing system analyzer were regular. However, after connecting the lead to the pacemaker, no stimulation was observed. The physician then connect the lead with the kora 250 sr pacemaker and same result was observed (no stimulation). Another lead was implanted (medtronic 4074) and both pacemaker were re-tested with the same results : absence of pacing. However, during unscrewing operation with the kora, the physician reportedly lost the screw. The physician decided to use a third pacemaker from the competition (ensura sr) and connected it to the new lead and no irregularity was identified with this system. Preliminary analysis did not reveal any irregularities regarding the subject device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during the re-intervention dated (B)(6) 2016, the physician tried to implant a pacemaker and a lead from the competition. After positioning the lead, electrical measurements performed with a pacing system analyzer were regular. However, after connecting the lead to the pacemaker, no stimulation was observed. The physician then connect the lead with the kora 250 sr pacemaker and same result was observed (no stimulation). Another lead was implanted (medtronic 4074) and both pacemaker were re-tested with the same results : absence of pacing. However, during unscrewing operation with the kora, the physician reportedly lost the screw. The physician decided to use a third pacemaker from the competition (ensura sr) and connected it to the new lead and no irregularity was identified with this system.

Event description:
Reportedly during the re-intervention dated (B)(6) 2016, the physician tried to implant a pacemaker and a lead from the competition. After positioning the lead, electrical measurements performed with a pacing system analyzer were regular. However, after connecting the lead to the pacemaker, no stimulation was observed. The physician then connect the lead with the kora 250 sr pacemaker and same result was observed (no stimulation). Another lead was implanted (B)(4) and both pacemaker were re-tested with the same results; absence of pacing. However, during unscrewing operation with the kora, the physician reportedly lost the screw. The physician decided to use a third pacemaker from the competition (ensura sr) and connected it to the new lead and no irregularity was identified with this system. Preliminary analysis did not reveal any irregularities regarding the subject device.